Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a loss of connection and an adverse event. The patient's husband found the patient unconscious on the morning of (B)(6) 2018. When he checked the dexcom continuous glucose monitor (cgm), it was displaying so signal so he called 911. When the responders arrived, they administered they checked her blood glucose that was reading 40mg/dl and administered her with glucagon. The patient recovered within an hour and the emergency medical services left. At the time of contact, the patient was doing fine. No additional patient or event information is available. Data investigation confirmed connection loss. The probable cause could not be determined post investigation.